Event description:
On (B)(6) 205, it was reported that a 2 fr single lumen piece removed. Pinhole sized hole noted at the 5cm mark, which had caused the IV solution to leak from the PICC line.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of reyi1366 showed no other similar product complaint(s) from these lot numbers.